Event description:
The report states "suspected iab rupture". The report further states "[user] called to report repeated possible helium loss 2 alarms that started ~30minutes prior to call. She stated that the patient was in nsr 60s with no blood, kink, or leaks present in helium driveline. Iab position confirmed". Through troubleshooting the iab failed a leak test, therefore the iab was removed and a new iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
The report states "suspected iab rupture". The report further states "[user] called to report repeated possible helium loss 2 alarms that started ~30minutes prior to call. She stated that the patient was in nsr 60s with no blood, kink, or leaks present in helium driveline. Iab position confirmed". Through troubleshooting the iab failed a leak test, therefore the iab was removed and a new iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was provided for analysis. A device history record review could not be performed as no valid serial/lot number was provided by the customer. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time. Other remarks: n/a corrected data: n/a